Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis with blood glucose of up to 500 to 600 mg/dl, current blood glucose was 117 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as was not able to eat and was vomiting, drinking more water and (B)(6). Event caused to hospitalization was vomiting, blood glucose high. The customer was treated with insulin pump and manual injection. The drive support cap appears normal (slightly indented). The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.